Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A flexiva ID tractip 200 laser fiber was returned to boston scientific corporation and examined on (B)(6) 2018. According to initial inspection of the returned laser fiber, it was noted to be broken into 4 pieces. Additionally, the complainant reported that the flexiva ID tractip 200 laser fiber was opened for use in a procedure performed on an unknown date. It was reported that during preparation and outside the patient, the fiber was noted to be broken upon removal from the package. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Event description:
A flexiva ID tractip 200 laser fiber was returned to boston scientific corporation and examined on (B)(6) 2018. According to initial inspection of the returned laser fiber, it was noted to be broken into 4 pieces. Additionally, the complainant reported that the flexiva ID tractip 200 laser fiber was opened for use in a procedure performed on an unknown date. It was reported that during preparation and outside the patient, the fiber was noted to be broken upon removal from the package. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Investigation results one flexiva ID tractip 200 laser fiber was received for evaluation. Visual analysis revealed that the fiber was returned broken into four pieces. The first piece measured approximately 91.5 cm from the top of the connector to the break. The second piece measured approximately 43.5 cm from break to break. The third piece measured approximately 165 cm from break to break and the fourth piece measured approximately 17.5 cm and includes approximately 2 mm of the distal tip. The remainder of the distal tip was broken off and not returned. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.